Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there was a stapler firing issue that caused a hole in the stomach; "the blade divided the stomach but did not lay down staples." The procedure was converted to a traditional laparoscopic surgical procedure, and there was no patient injury reported. Intuitive surgical, inc. (Isi) obtained the following from an isi clinical sales manager (csm) who spoke directly with the surgeon after the procedure. It was reported that during the sleeve gastrectomy procedure, the surgeon had a green sureform 60 reload installed on the sureform 60 stapler instrument and fired; this would have been the third staple fire based on what the surgeon stated. The surgeon was stapling at angle, and as the angle was difficult, the surgeon fired the sureform stapler 60 instrument with the reload side of the sureform 60 stapler instrument jaw on top and the anvil side at the bottom. There were no compression issues, no pauses, and no system generated errors. When the surgeon fired, the tissue was pushed out, and the staples were dumped on the side without stapling the tissue. However, the stomach tissue was cut. As a result, there was a hole in the stomach tissue. The surgeon stated, "wish there is an option to stop a stapler fire midway." The surgeon did not use buttress material, and he confirmed that he did not fire across the bougie. The system was undocked, and the surgeon used a covidien stapler instrument (a 3rd-party manufacturer device) to fix the hole in the stomach and completed the procedure as a traditional laparoscopic procedure. The leak test was confirmed to be negative, and the patient is reported to be recovering well with no postoperative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Fa found the reload to have the knife exposed within the knife track. The reload was found to have lodged malformed staples at the end of the knife track at the distal tip. The malformed staples were removed successfully. Root cause of the lodged malformed staples is not established. The reload was found to have cartridge damage. The cartridge damage was located on the sides of the reload, as well as at the distal end of the knife track. The reload was disassembled in-house for inspection and the reload was found to have blade damage. The root cause of the blade damage can be attributed to user mishandling. Isi also received the sureform 60 stapler involved with this complaint and completed device evaluation. Fa was unable to verify the reported complaint. The stapler was tested in-house and the instrument initialized, clamped, fired and unclamped with no issues. No malformed staples were observed. No problem was detected. An advanced log review was performed an isi failure analysis engineer (fae) and the following was observed: the sureform60 stapler instrument was last used on (B)(6) 2020. There were 0 uses remaining after this last usage. Stapler logs showed all firings were completed; fired quantity 5 reloads, the first and last firings had one pause for compression, and the middle three firings had no pauses during firing. There were no incomplete clamps in the procedure. No video recording was provided of the procedure; however, there was a photographic image available for review. An isi clinical development engineer (cde) reviewed the photograph, and the following was observed: the image is obscured by dark pooled blood, but a group of unformed, partially-embedded staples are visible on top of tissue in the image. The partially embedded staples are consistent with an event where tissue becomes pushed out of the jaws during a fire. This complaint is being reported due to the following conclusion: it was reported during a da vinci-assisted sleeve gastrectomy there was a stapler firing issue that caused a hole in the stomach. The "blade divided the stomach but did not lay down staples." As a result, the procedure was converted to traditional laparoscopic surgery and the staple line was fixed with a 3rd-party stapler instrument. The staples were malformed. Malformed staples may contribute to an incomplete staple line.

Manufacturer narrative:
Correcting the date in g3 which was initially submitted as 12/28/2020 and should have been 11/10/2020.

Event description:
Refer to h10/h11 for follow-up information.